Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer experience blood glucose (bg) levels displayed as "high"; however, specific value was not provided. Elevated bg was address by either a correction bolus via the pump or a manual insulin injection. Customer resolved the issues by changing the cartridge and resuming insulin.